Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements up to greater than 200 ohms. It was noted that this was a gradual increase over the past year. Technical services (ts) discussed troubleshooting options including commanded shock test and possible calcification. No adverse patient effects were reported. Currently, this lead remains in service.